Event description:
The first coil was detached in the aneurysm. As the second coil was being advanced, it was noted that the proximal end of the first coil remained in the microcatheter. The physician believed this portion would be pushed into the aneurysm as the second coil was deployed. However, as the second coil was being deployed, it became "wedged or intertwined" with the proximal end of the first coil in the microcatheter. The second coil was removed and the first coil "stayed inside the aneurysm". There was no clinical consequence reported.

Manufacturer narrative:
Other for coil protrusion. The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.